Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On 28sep2016 our affiliate in (B)(4) received a call from a patient (pt) who reported that he/she was diagnosed with a corneal ulcer while wearing the acuvue oasys brand contact lenses (cl). The pt reported to that he/she was a long time cl wearer and previously wore acuvue2 brand contact lenses in the past. The pt reported that the ¿eyes were red and itchy, felt like sand in eyes.¿ the pt reported that he/she ¿used the lens for 15 days until he/she couldn¿t stand wearing the cl anymore.¿ the pt reported that he/she used 4 lenses and discarded the suspect product. The pt reported that the ecp told the pt to stop using cl. The pt reported that his/her wear schedule is 30 days. The pt reported that he/she ¿sometimes sleeps with cl and uses a multi-purpose solution for disinfection.¿ on 29ssep2016 a call was placed to a representative at the pts treating eye care professional (ecp) and the additional information was obtained as follows: the representative reported that the pts initial visit date was (B)(6) 2016. The pt presented with an ou burning sensation for 7 days. The pt was diagnosed with ¿ou corneal ulcer ¿ inferior between 6:00 and 7:00 o¿clock per diagram and punctate keratitis.¿ the pt was prescribed zymar every two hours and hyabak six times per day. On (B)(6) 2016 the pt the pt returned for a follow-up appointment and the pts ¿eyes were better, instructed to continue using medications.¿ on (B)(6) 2016 the pt had a follow-up appointment ¿ ¿the os burning sensation, ulcer closed.¿ per the ecp notes, the pt was instructed to use zymar, lubricant hyabak, and flutinol for seven days. On (B)(6) 2016 the pt had an additional follow-up visit with the ecp ¿ ou keratitis; pt was instructed to continue using medication. The ecps representative reported that the pt has not returned for any additional follow-up visits. The representative reported that the pt ¿does not wear the lenses correctly or as indicated.¿ the pt had been a patient since 2010 and was given a prescription for eye glasses. The representative reported that the pt ¿does not purchase lenses through them, he/she probably has a prescription converted for cl wear elsewhere.¿ this is to report the event for the pts os. The event for the pts od will be reported separately. No additional medical information has been received. No additional medical information is expected. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00kjh5 was produced under normal conditions. If additional information is received, it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.